Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancies"), abdominal pain ("abdominal pain"), device dislocation ("migration of device"), uterine haemorrhage ("abnormal uterine bleedings"), systemic lupus erythematosus ("lupus"), rheumatoid arthritis ("rheumatoid arthritis"), autoimmune disorder ("autoimmune responses to metal or to pet fibers"), dementia ("dementia"), sjogren's syndrome ("sjogren's syndrome"), tooth fracture ("loss of dental pieces / dental rupture"), adnexa uteri cyst ("left cyst of paraovarian of 3.0 cm") and ovarian cyst ("thin-walled cyst/cyst in ovary of 8.0cm/ anechoic form of 83x60x62 mm / adnexal cystic tumor with benign echographic appearance") in a (B)(6) female patient (gravida 2, para 1) who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "implant failure (correct placement), leading to ectopic pregnancies". The patient's past medical history included gravida ii, parity 1, cervical pain on (B)(6) 2014, headache (recovered after acetaminophen intake) on (B)(6) 2014, cervicalgia on (B)(6) 2014, amenorrhea (gestational age - (B)(6)) on (B)(6) 2014, urinary tract infection (treated with phosphomycin 3 g, 2 df, 1 every 24 hours and acetaminophen 1g / 8h in case of pain) on (B)(6) 2014, vesical tenesmus (treated with amoxicilin 500 mg / 8 hours for 7 days) on (B)(6) 2014, epigastric pain, hypogastric pain on (B)(6) 2014 and normal birth (girl weighing (B)(6)) on (B)(6) 2014. Previously administered products included for pain in cervical area with headache: acetaminophen on (B)(6) 2014. Concurrent conditions included hypertension arterial, omalgia (after overtraining) since (B)(6) 2015 and wrist pain (after overtraining) since (B)(6) 2015. Family history included family history of cancer (brother with colon cancer) and family history of cardiovascular disorder (father with acute myocardial infarction). Concomitant products included ibuprofen, losartan and methyldopa (aldomet). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("pain in hypogastrium"). In 2015, the patient experienced gastrointestinal viral infection ("intestinal viral infection"). On (B)(6) 2015, the patient experienced back pain ("bilateral back pain irradiated from upper left limb to knee") and asthenia ("sensation lack of strength"). On (B)(6) 2017, the patient experienced adnexa uteri cyst (seriousness criterion medically significant) and ovarian cyst (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced groin pain ("intermittent pain in the inguinal area right side"), headache ("headache") and dysuria ("dysuria"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dementia (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), tooth fracture (seriousness criterion medically significant), device expulsion ("expulsion of device"), pelvic pain ("chronic pelvic pain"), dyspareunia ("dyspareunia (pain during sexual intercourse)"), intra-abdominal fluid collection ("important abdominal liquid retention"), hypersensitivity ("chronic systemic reactions"), rash ("imitating signs and symptoms of rashes"), chronic fatigue syndrome ("chronic fatigue syndrome"), loss of libido ("loss of sexual drive"), alopecia ("hair loss"), dental caries ("tooth decay"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), gastrointestinal disorder ("many ailments in the abdomen"), abdominal distension ("swelling like pregnant woman") and blindness ("vision loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place beginning at week (B)(6) of the pregnancy with a potential fetal exposure during the first trimester of pregnancy. The patient was treated with antidepressants, paracetamol (acetaminophen), dexketoprofen trometamol (enantyum), metamizole magnesium (nolotil), diazepam, surgery (bilateral salpingectomy and essure removal), surgery (left adnexectomy and exeresis of paraovarian cyst on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device, abdominal pain, device dislocation, uterine haemorrhage, systemic lupus erythematosus, rheumatoid arthritis, autoimmune disorder, sjogren's syndrome, tooth fracture, device expulsion, pelvic pain, dyspareunia, intra-abdominal fluid collection, hypersensitivity, rash, chronic fatigue syndrome, loss of libido, alopecia, dental caries, endometriosis, adenomyosis, abdominal pain lower, groin pain, headache, dysuria, gastrointestinal viral infection, back pain and asthenia outcome was unknown, the dementia, adnexa uteri cyst, ovarian cyst, gastrointestinal disorder and abdominal distension was resolving and the blindness had resolved with sequelae. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, adnexa uteri cyst, alopecia, asthenia, autoimmune disorder, back pain, blindness, chronic fatigue syndrome, dementia, dental caries, device dislocation, device expulsion, dyspareunia, dysuria, ectopic pregnancy with contraceptive device, endometriosis, gastrointestinal disorder, gastrointestinal viral infection, groin pain, headache, hypersensitivity, intra-abdominal fluid collection, loss of libido, ovarian cyst, pelvic pain, rash, rheumatoid arthritis, sjogren's syndrome, systemic lupus erythematosus, tooth fracture and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: essure confirmation test - correct insertion; on (B)(6) 2017: the right-hand ovary normal (cont.) Ultrasound scan (cont.) - on (B)(6) 2017: the left-hand ovary was not visualized. Adjacent to the left-hand ovary a thin-walled cyst was found, irregular surface of 19x21 m, suggestive to hydrosalpinx. They found in douglas an anechoic form of 83x60x62 mm leaving a posterior enhancement. It is not possible to rule out the ovarian origin of the biggest form. Diagnosis: adnexal cystic tumor with benign echographic appearance, except for the size. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: legal complaint and medical records (mr) ¿ new reporter (lawyer); plaintiff¿s demographic data; medical history (pregnancy with normal birth); concomitant conditions; concomitant drugs; essure indication (permanent birth control by bilateral occlusion of the fallopian tubes); essure insertion date ((B)(6) 2015); essure removal date ((B)(6) 2017); lab tests; imaging exam (echography); new adverse events (many ailments in the abdomen, swelling like pregnant woman, headache, vision loss, thin-walled cyst/ cyst in ovary of 8.0cm/ left cyst of paraovarian of 3.0 cm, intestinal viral infection, bilateral back pain irradiated from upper left limb to knee, sensation lack of strength, abdominal pain and pain in hypogastrium); drug treatment (antidepressants); non-drug treatment (left adnexectomy and exeresis of paraovarian cyst) and essure removal method (bilateral salpingectomy). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('travelling parts of the broken product inside the body'), fallopian tube perforation ('organ tearing'), ectopic pregnancy with contraceptive device ('ectopic pregnancies'), abdominal pain ('abdominal pain / serious abdominal pain'), device dislocation ('migration of device'), uterine haemorrhage ('abnormal uterine bleedings'), systemic lupus erythematosus ('lupus'), rheumatoid arthritis ('rheumatoid arthritis'), autoimmune disorder ('autoimmune responses to metal or to pet fibers'), dementia ('dementia'), sjogren's syndrome ('sjogren's syndrome'), tooth fracture ('loss of dental pieces / dental rupture'), adnexa uteri cyst ('left cyst of paraovarian of 3.0 cm') and ovarian cyst ('thin-walled cyst/cyst in ovary of 8.0cm/ anechoic form of 83x60x62 mm / adnexal cystic tumor with benign echographic appearance') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "implant failure (correct placement), leading to ectopic pregnancies". The patient's medical history included gravida (girl weighing 3,580g) on (B)(6) 2014, hypogastric pain on (B)(6) 2014, vesical tenesmus (treated with amoxicilin 500 mg / 8 hours for 7 days) on (B)(6) 2014, urinary tract infection (treated with phosphomycin 3 g, 2 df, 1 every 24 hours and acetaminophen 1g / 8h in case of pain) on (B)(6) 2014, post-traumatic pain on (B)(6) 2014, cervicogenic headache on (B)(6) 2014, cervicogenic headache (recovered after acetaminophen intake) on (B)(6) 2014, amenorrhea (gestational age - 11 weeks and 6 days) on (B)(6) 2014, gravida ii, parity 1 and epigastric pain. Previously administered products included for pain in cervical area with headache: acetaminophen. Concurrent conditions included omalgia (after overtraining) since (B)(6) 2015, wrist pain (after overtraining) since (B)(6) 2015 and hypertension arterial. Family history included colon cancer (brother with colon cancer) and acute myocardial infarction (father with acute myocardial infarction). Concomitant products included ibuprofen, losartan and methyldopa. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain (seriousness criterion intervention required) and abdominal pain lower ("pain in hypogastrium"). In 2015, the patient experienced gastrointestinal viral infection ("intestinal viral infection"). On (B)(6) 2015, the patient experienced back pain ("bilateral back pain irradiated from upper left limb to knee") and asthenia ("sensation lack of strength"). On (B)(6) 2017, the patient experienced adnexa uteri cyst (seriousness criterion medically significant) and ovarian cyst (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced groin pain ("intermittent pain in the inguinal area right side"), headache ("headache") and dysuria ("dysuria"). On an unknown date, the patient experienced device breakage (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), device dislocation (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dementia (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), tooth fracture (seriousness criterion medically significant), device expulsion ("expulsion of device"), pelvic pain ("chronic pelvic pain"), dyspareunia ("dyspareunia (pain during sexual intercourse)"), intra-abdominal fluid collection ("important abdominal liquid retention"), hypersensitivity ("chronic systemic reactions"), rash ("imitating signs and symptoms of rashes"), chronic fatigue syndrome ("chronic fatigue syndrome"), loss of libido ("loss of sexual drive"), alopecia ("hair loss"), dental caries ("tooth decay"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), gastrointestinal disorder ("many ailments in the abdomen"), abdominal distension ("swelling like pregnant woman"), blindness ("vision loss"), mental disorder ("psychological problems") and heavy menstrual bleeding ("heavy bleeding during periods") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with antidepressants, dexketoprofen trometamol (enantyum), diazepam, metamizole magnesium (nolotil), paracetamol (acetaminophen) and surgery (bilateral salpingectomy and essure removal and left adnexectomy and exeresis of paraovarian cyst on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, ectopic pregnancy with contraceptive device, abdominal pain, device dislocation, uterine haemorrhage, systemic lupus erythematosus, rheumatoid arthritis, autoimmune disorder, sjogren's syndrome, tooth fracture, device expulsion, pelvic pain, dyspareunia, intra-abdominal fluid collection, hypersensitivity, rash, chronic fatigue syndrome, loss of libido, alopecia, dental caries, endometriosis, adenomyosis, abdominal pain lower, groin pain, headache, dysuria, gastrointestinal viral infection, back pain, asthenia, mental disorder and heavy menstrual bleeding outcome was unknown, the dementia, adnexa uteri cyst, ovarian cyst, gastrointestinal disorder and abdominal distension was resolving and the blindness had resolved with sequelae. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester, beginning at week 45. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, adnexa uteri cyst, alopecia, asthenia, autoimmune disorder, back pain, blindness, chronic fatigue syndrome, dementia, dental caries, device breakage, device dislocation, device expulsion, dyspareunia, dysuria, ectopic pregnancy with contraceptive device, endometriosis, fallopian tube perforation, gastrointestinal disorder, gastrointestinal viral infection, groin pain, headache, heavy menstrual bleeding, hypersensitivity, intra-abdominal fluid collection, loss of libido, mental disorder, ovarian cyst, pelvic pain, rash, rheumatoid arthritis, sjogren's syndrome, systemic lupus erythematosus, tooth fracture and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: results: essure confirmation test - correct insertion; on (B)(6) 2017: results: the right-hand ovary normal (cont.). Diagnostic results: ultrasound scan (cont.) - on (B)(6) 2017: the left-hand ovary was not visualized. Adjacent to the left-hand ovary a thin-walled cyst was found, irregular surface of 19x21 m, suggestive to hydrosalpinx. They found in douglas an anechoic form of 83x60x62 mm leaving a posterior enhancement. It is not possible to rule out the ovarian origin of the biggest form. Diagnosis: adnexal cystic tumor with benign echographic appearance, except for the size. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-dec-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('travelling parts of the broken product inside the body'), fallopian tube perforation ('organ tearing'), ectopic pregnancy with contraceptive device ('ectopic pregnancies'), abdominal pain ('abdominal pain / serious abdominal pain'), device dislocation ('migration of device'), uterine haemorrhage ('abnormal uterine bleedings'), systemic lupus erythematosus ('lupus'), rheumatoid arthritis ('rheumatoid arthritis'), autoimmune disorder ('autoimmune responses to metal or to pet fibers'), dementia ('dementia'), sjogren's syndrome ('sjogren's syndrome'), tooth fracture ('loss of dental pieces / dental rupture'), adnexa uteri cyst ('left cyst of paraovarian of 3.0 cm') and ovarian cyst ('thin-walled cyst/cyst in ovary of 8.0cm/ anechoic form of 83x60x62 mm / adnexal cystic tumor with benign echographic appearance') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "implant failure (correct placement), leading to ectopic pregnancies". The patient's medical history included gravida (girl weighing 3,580g) on (B)(6) 2014, hypogastric pain on (B)(6) 2014, vesical tenesmus (treated with amoxicilin 500 mg / 8 hours for 7 days) on (B)(6) 2014, urinary tract infection (treated with phosphomycin 3 g, 2 df, 1 every 24 hours and acetaminophen 1g / 8h in case of pain) on (B)(6) 2014, post-traumatic pain on (B)(6) 2014, cervicogenic headache on (B)(6) 2014, cervicogenic headache (recovered after acetaminophen intake) on (B)(6) 2014, amenorrhea (gestational age - 11 weeks and 6 days) on 8-apr-2014, gravida ii, parity 1 and epigastric pain. Previously administered products included for pain in cervical area with headache: acetaminophen. Concurrent conditions included omalgia (after overtraining) since (B)(6) 2015, wrist pain (after overtraining) since (B)(6) 2015 and hypertension arterial. Family history included colon cancer (brother with colon cancer) and acute myocardial infarction (father with acute myocardial infarction). Concomitant products included ibuprofen, losartan and methyldopa. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain (seriousness criterion intervention required) and abdominal pain lower ("pain in hypogastrium"). In 2015, the patient experienced gastrointestinal viral infection ("intestinal viral infection"). On (B)(6) 2015, the patient experienced back pain ("bilateral back pain irradiated from upper left limb to knee") and asthenia ("sensation lack of strength"). On (B)(6) 2017, the patient experienced adnexa uteri cyst (seriousness criterion medically significant) and ovarian cyst (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced groin pain ("intermittent pain in the inguinal area right side"), headache ("headache") and dysuria ("dysuria"). On an unknown date, the patient experienced device breakage (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), device dislocation (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dementia (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), tooth fracture (seriousness criterion medically significant), device expulsion ("expulsion of device"), pelvic pain ("chronic pelvic pain"), dyspareunia ("dyspareunia (pain during sexual intercourse)"), intra-abdominal fluid collection ("important abdominal liquid retention"), hypersensitivity ("chronic systemic reactions"), rash ("imitating signs and symptoms of rashes"), chronic fatigue syndrome ("chronic fatigue syndrome"), loss of libido ("loss of sexual drive"), alopecia ("hair loss"), dental caries ("tooth decay"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), gastrointestinal disorder ("many ailments in the abdomen"), abdominal distension ("swelling like pregnant woman"), blindness ("vision loss"), mental disorder ("psychological problems") and heavy menstrual bleeding ("heavy bleeding during periods") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with antidepressants, dexketoprofen trometamol (enantyum), diazepam, metamizole magnesium (nolotil), paracetamol (acetaminophen) and surgery (bilateral salpingectomy and essure removal and left adnexectomy and exeresis of paraovarian cyst on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, ectopic pregnancy with contraceptive device, abdominal pain, device dislocation, uterine haemorrhage, systemic lupus erythematosus, rheumatoid arthritis, autoimmune disorder, sjogren's syndrome, tooth fracture, device expulsion, pelvic pain, dyspareunia, intra-abdominal fluid collection, hypersensitivity, rash, chronic fatigue syndrome, loss of libido, alopecia, dental caries, endometriosis, adenomyosis, abdominal pain lower, groin pain, headache, dysuria, gastrointestinal viral infection, back pain, asthenia, mental disorder and heavy menstrual bleeding outcome was unknown, the dementia, adnexa uteri cyst, ovarian cyst, gastrointestinal disorder and abdominal distension was resolving and the blindness had resolved with sequelae. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester, beginning at week 45. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, adnexa uteri cyst, alopecia, asthenia, autoimmune disorder, back pain, blindness, chronic fatigue syndrome, dementia, dental caries, device breakage, device dislocation, device expulsion, dyspareunia, dysuria, ectopic pregnancy with contraceptive device, endometriosis, fallopian tube perforation, gastrointestinal disorder, gastrointestinal viral infection, groin pain, headache, heavy menstrual bleeding, hypersensitivity, intra-abdominal fluid collection, loss of libido, mental disorder, ovarian cyst, pelvic pain, rash, rheumatoid arthritis, sjogren's syndrome, systemic lupus erythematosus, tooth fracture and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: results: essure confirmation test - correct insertion; on (B)(6) 2017: results: the right-hand ovary normal (cont.). Diagnostic results: ultrasound scan (cont.) - on (B)(6) 2017: the left-hand ovary was not visualized. Adjacent to the left-hand ovary a thin-walled cyst was found, irregular surface of 19x21 m, suggestive to hydrosalpinx. They found in douglas an anechoic form of 83x60x62 mm leaving a posterior enhancement. It is not possible to rule out the ovarian origin of the biggest form. Diagnosis: adnexal cystic tumor with benign echographic appearance, except for the size. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-dec-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('travelling parts of the broken product inside the body'), fallopian tube perforation ('organ tearing'), ectopic pregnancy with contraceptive device ('ectopic pregnancies'), abdominal pain ('abdominal pain / serious abdominal pain'), device dislocation ('migration of device'), uterine haemorrhage ('abnormal uterine bleedings'), systemic lupus erythematosus ('lupus'), rheumatoid arthritis ('rheumatoid arthritis'), autoimmune disorder ('autoimmune responses to metal or to pet fibers'), dementia ('dementia'), sjogren's syndrome ('sjogren's syndrome'), tooth fracture ('loss of dental pieces / dental rupture'), adnexa uteri cyst ('left cyst of paraovarian of 3.0 cm') and ovarian cyst ('thin-walled cyst/cyst in ovary of 8.0cm/ anechoic form of 83x60x62 mm / adnexal cystic tumor with benign echographic appearance') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "implant failure (correct placement), leading to ectopic pregnancies". The patient's medical history included gravida (girl weighing 3,580g) on (B)(6) 2014, hypogastric pain on (B)(6) 2014, vesical tenesmus (treated with amoxicilin 500 mg / 8 hours for 7 days) on (B)(6) 2014, urinary tract infection (treated with phosphomycin 3 g, 2 df, 1 every 24 hours and acetaminophen 1g / 8h in case of pain) on (B)(6) 2014, post-traumatic pain on (B)(6) 2014, cervicogenic headache on (B)(6) 2014, cervicogenic headache (recovered after acetaminophen intake) on (B)(6) 2014, amenorrhea (gestational age - 11 weeks and 6 days) on (B)(6) 2014, gravida ii, parity 1 and epigastric pain. Previously administered products included for pain in cervical area with headache: acetaminophen. Concurrent conditions included omalgia (after overtraining) since (B)(6) 2015, wrist pain (after overtraining) since (B)(6) 2015 and hypertension arterial. Family history included colon cancer (brother with colon cancer) and acute myocardial infarction (father with acute myocardial infarction). Concomitant products included ibuprofen, losartan and methyldopa. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain (seriousness criterion intervention required) and abdominal pain lower ("pain in hypogastrium"). In 2015, the patient experienced gastrointestinal viral infection ("intestinal viral infection"). On (B)(6) 2015, the patient experienced back pain ("bilateral back pain irradiated from upper left limb to knee") and asthenia ("sensation lack of strength"). On (B)(6) 2017, the patient experienced adnexa uteri cyst (seriousness criterion medically significant) and ovarian cyst (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced groin pain ("intermittent pain in the inguinal area right side"), headache ("headache") and dysuria ("dysuria"). On an unknown date, the patient experienced device breakage (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), device dislocation (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dementia (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), tooth fracture (seriousness criterion medically significant), device expulsion ("expulsion of device"), pelvic pain ("chronic pelvic pain"), dyspareunia ("dyspareunia (pain during sexual intercourse)"), intra-abdominal fluid collection ("important abdominal liquid retention"), hypersensitivity ("chronic systemic reactions"), rash ("imitating signs and symptoms of rashes"), chronic fatigue syndrome ("chronic fatigue syndrome"), loss of libido ("loss of sexual drive"), alopecia ("hair loss"), dental caries ("tooth decay"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), gastrointestinal disorder ("many ailments in the abdomen"), abdominal distension ("swelling like pregnant woman"), blindness ("vision loss"), mental disorder ("psychological problems") and heavy menstrual bleeding ("heavy bleeding during periods") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with antidepressants, dexketoprofen trometamol (enantyum), diazepam, metamizole magnesium (nolotil), paracetamol (acetaminophen) and surgery (bilateral salpingectomy and essure removal and left adnexectomy and exeresis of paraovarian cyst on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, ectopic pregnancy with contraceptive device, abdominal pain, device dislocation, uterine haemorrhage, systemic lupus erythematosus, rheumatoid arthritis, autoimmune disorder, sjogren's syndrome, tooth fracture, device expulsion, pelvic pain, dyspareunia, intra-abdominal fluid collection, hypersensitivity, rash, chronic fatigue syndrome, loss of libido, alopecia, dental caries, endometriosis, adenomyosis, abdominal pain lower, groin pain, headache, dysuria, gastrointestinal viral infection, back pain, asthenia, mental disorder and heavy menstrual bleeding outcome was unknown, the dementia, adnexa uteri cyst, ovarian cyst, gastrointestinal disorder and abdominal distension was resolving and the blindness had resolved with sequelae. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester, beginning at week 45. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, adnexa uteri cyst, alopecia, asthenia, autoimmune disorder, back pain, blindness, chronic fatigue syndrome, dementia, dental caries, device breakage, device dislocation, device expulsion, dyspareunia, dysuria, ectopic pregnancy with contraceptive device, endometriosis, fallopian tube perforation, gastrointestinal disorder, gastrointestinal viral infection, groin pain, headache, heavy menstrual bleeding, hypersensitivity, intra-abdominal fluid collection, loss of libido, mental disorder, ovarian cyst, pelvic pain, rash, rheumatoid arthritis, sjogren's syndrome, systemic lupus erythematosus, tooth fracture and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: results: essure confirmation test - correct insertion; on (B)(6) 2017: results: the right-hand ovary normal (cont). Diagnostic results: ultrasound scan (cont.) - on (B)(6) 2017: the left-hand ovary was not visualized. Adjacent to the left-hand ovary a thin-walled cyst was found, irregular surface of 19x21 m, suggestive to hydrosalpinx. They found in douglas an anechoic form of 83x60x62 mm leaving a posterior enhancement. It is not possible to rule out the ovarian origin of the biggest form. Diagnosis: adnexal cystic tumor with benign echographic appearance, except for the size. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2021: new lawyer and new adverse events reported: psychological problems, heavy bleeding during periods, travelling parts of the broken product inside the body and organ tearing. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('travelling parts of the broken product inside the body'), fallopian tube perforation ('organ tearing'), ectopic pregnancy with contraceptive device ('ectopic pregnancies'), abdominal pain ('abdominal pain / serious abdominal pain'), device dislocation ('migration of device'), uterine haemorrhage ('abnormal uterine bleedings'), systemic lupus erythematosus ('lupus'), rheumatoid arthritis ('rheumatoid arthritis'), autoimmune disorder ('autoimmune responses to metal or to pet fibers'), dementia ('dementia'), sjogren's syndrome ('sjogren's syndrome'), tooth fracture ('loss of dental pieces / dental rupture'), adnexa uteri cyst ('left cyst of paraovarian of 3.0 cm') and ovarian cyst ('thin-walled cyst/cyst in ovary of 8.0cm/ anechoic form of 83x60x62 mm / adnexal cystic tumor with benign echographic appearance') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "implant failure (correct placement), leading to ectopic pregnancies". The patient's medical history included gravida (girl weighing 3,580g) on (B)(6) 2014, hypogastric pain on (B)(6) 2014, vesical tenesmus (treated with amoxicilin 500 mg / 8 hours for 7 days) on (B)(6) 2014, urinary tract infection (treated with phosphomycin 3 g, 2 df, 1 every 24 hours and acetaminophen 1g / 8h in case of pain) on (B)(6) 2014, post-traumatic pain on (B)(6) 2014, cervicogenic headache on (B)(6) 2014, cervicogenic headache (recovered after acetaminophen intake) on (B)(6) 2014, amenorrhea (gestational age - 11 weeks and 6 days) on (B)(6) 2014, gravida ii, parity 1 and epigastric pain. Previously administered products included for pain in cervical area with headache: acetaminophen. Concurrent conditions included omalgia (after overtraining) since (B)(6) 2015, wrist pain (after overtraining) since (B)(6) 2015 and hypertension arterial. Family history included colon cancer (brother with colon cancer) and acute myocardial infarction (father with acute myocardial infarction). Concomitant products included ibuprofen, losartan and methyldopa. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain (seriousness criterion intervention required) and abdominal pain lower ("pain in hypogastrium"). In 2015, the patient experienced gastrointestinal viral infection ("intestinal viral infection"). On (B)(6) 2015, the patient experienced back pain ("bilateral back pain irradiated from upper left limb to knee") and asthenia ("sensation lack of strength"). On (B)(6) 2017, the patient experienced adnexa uteri cyst (seriousness criterion medically significant) and ovarian cyst (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced groin pain ("intermittent pain in the inguinal area right side"), headache ("headache") and dysuria ("dysuria"). On an unknown date, the patient experienced device breakage (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), device dislocation (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dementia (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), tooth fracture (seriousness criterion medically significant), device expulsion ("expulsion of device"), pelvic pain ("chronic pelvic pain"), dyspareunia ("dyspareunia (pain during sexual intercourse)"), intra-abdominal fluid collection ("important abdominal liquid retention"), hypersensitivity ("chronic systemic reactions"), rash ("imitating signs and symptoms of rashes"), chronic fatigue syndrome ("chronic fatigue syndrome"), loss of libido ("loss of sexual drive"), alopecia ("hair loss"), dental caries ("tooth decay"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), gastrointestinal disorder ("many ailments in the abdomen"), abdominal distension ("swelling like pregnant woman"), blindness ("vision loss"), mental disorder ("psychological problems"), heavy menstrual bleeding ("heavy bleeding during periods"), medical device discomfort ("discomfort started") and fatigue ("tiredness") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with antidepressants, dexketoprofen trometamol (enantyum), diazepam, metamizole magnesium (nolotil), paracetamol (acetaminophen) and surgery (bilateral salpingectomy and essure removal and left adnexectomy and exeresis of paraovarian cyst on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, ectopic pregnancy with contraceptive device, abdominal pain, device dislocation, uterine haemorrhage, systemic lupus erythematosus, rheumatoid arthritis, autoimmune disorder, sjogren's syndrome, tooth fracture, device expulsion, pelvic pain, dyspareunia, intra-abdominal fluid collection, hypersensitivity, rash, chronic fatigue syndrome, loss of libido, alopecia, dental caries, endometriosis, adenomyosis, abdominal pain lower, groin pain, headache, dysuria, gastrointestinal viral infection, back pain, asthenia, mental disorder and heavy menstrual bleeding outcome was unknown, the dementia, adnexa uteri cyst, ovarian cyst, gastrointestinal disorder and abdominal distension was resolving and the blindness had resolved with sequelae. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester, beginning at week 45. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, adnexa uteri cyst, alopecia, asthenia, autoimmune disorder, back pain, blindness, chronic fatigue syndrome, dementia, dental caries, device breakage, device dislocation, device expulsion, dyspareunia, dysuria, ectopic pregnancy with contraceptive device, endometriosis, fallopian tube perforation, fatigue, gastrointestinal disorder, gastrointestinal viral infection, groin pain, headache, heavy menstrual bleeding, hypersensitivity, intra-abdominal fluid collection, loss of libido, medical device discomfort, mental disorder, ovarian cyst, pelvic pain, rash, rheumatoid arthritis, sjogren's syndrome, systemic lupus erythematosus, tooth fracture and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: results: essure confirmation test - correct insertion; on (B)(6) 2017: results: the right-hand ovary normal (cont.). Urogram - on (B)(6) 2015: it seemed that some foreign body was left behind, that they will have to operate me again. Reporter: could it be a piece of the essure?. Diagnostic results: ultrasound scan (cont.) - on (B)(6) 2017: the left-hand ovary was not visualized. Adjacent to the left-hand ovary a thin-walled cyst was found, irregular surface of 19x21 m, suggestive to hydrosalpinx. They found in douglas an anechoic form of 83x60x62 mm leaving a posterior enhancement. It is not possible to rule out the ovarian origin of the biggest form. Diagnosis: adnexal cystic tumor with benign echographic appearance, except for the size. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2022: events - medical device discomfort, tiredness and lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.